Event description:
The customer reported that the system displayed the error code " no frame sync detected". No pt injury was reported.

Manufacturer narrative:
(B) (4). Error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.